Event description:
It was reported that the patient was at an appointment for a pump refill on the date of this report. The pump was interrogated and the logs read which indicated that the pump had a motor stall which occurred on (B)(6) 2013, on (B)(6) 2013 indicated the pump stopped and a third message was present but could not be recalled by the reporter. Per the logs, the motor stall had not recovered. The patient reported pain a 9 out of 10 on the pain scale. This device system delivered bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).